Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was properly reading inserted battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not reading inserted battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the charger battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery charger/modem.